Event description:
A talent stent graft system was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the delivery system was tracked to the intended location without complication; however, when the handle was rotated, there was no stent graft deployment. The delivery system was removed from the pt since the stent graft was still loaded in the delivery system. No add'l clinical sequelae were reported, and the pt is fine. The device was returned and its eval is pending.

Manufacturer narrative:
Conclusion: other lack of info (unk cause of deployment difficulty, device eval is pending).